Event description:
A temperature alarm was reported, and the customer was unable to clear it or resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement as the customer did not have a backup insulin delivery method and confirmed the shipping details with a request for signature upon delivery.